Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a fiber optic sensor failure alarm generated. There was an attempt to continue therapy in or, but the alarm persisted. The customer switched to a left femoral line because the customer was unable to read the radial line accurately. Therapy was able to continue successfully. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a fiber optic sensor failure alarm generated. There was an attempt to continue therapy in operating room, but the alarm persisted. The customer switched to a left femoral line because the customer was unable to read the radial line accurately. Therapy was able to continue successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The extender and pressure tubing were also returned. Two kinks were found on the catheter tubing approximately 63.5cm and 76.5cm from the iab tip. Two breaks were observed in the optical fiber, one at the kinked location of 52.8cm and the other 62cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarm. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).